Manufacturer narrative:
This event is being filed in an abundance of caution due to the wheelchair has not been returned for an evaluation. The dealer stated that they have the chair in quarantine, therefore, it will not be returned at this time. Medical records and pictures were requested from the dealer, however they said there are none available. Should additional information become available, a supplemental record will be filed.

Event description:
The patient reported the wheel locks failed on her trex28rp wheelchair. She stated that when she sat down in the chair, it moved, and she fell, causing a hematoma on her leg. She stated she had to have surgery and wound care to resolve the hematoma.